Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant lead parameters were not normal. When trying to change the lead position, the lead screw was not coming out from the lead. The lead was replaced, and the procedure was completed successfully. The patient condition is stable.

Manufacturer narrative:
Please removed d6 - date of implant as the lead was not implanted.

Event description:
New information notes that the lead anomaly was observed when attempting to implant the lead. The lead was not implanted and was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.